Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out the infusion set multiple times. Customer could not identify cause of occlusion. Customer's blood glucose was 200-300 mg/dl. Customer reverted to using manual injections for insulin therapy. Reportedly, customer met with a clinical diabetes specialist to discuss the reported issue.